Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that stent damage and jailing occurred. The 90% stenosed target lesion was located in the mid to proximal left anterior descending artery (lad) and an 85% stenosis was located in the left circumflex (lcx) artery. A 2.5 x 38mm promus premier was successfully deployed at the lcx. The physician predilated the lad and a 3.5 x 38 promus premier drug eluting stent was advanced to treat the target lesion. However, after opening the lad lesion, the physician found the diagonal vessel was stenosed as well. The physician then wired the diagonal vessel and used a 2.0 x 15mm emerge balloon catheter to open up the stent strut which jailed the ostium of the diagonal. Subsequently, another 2.25 x 20mm promus premier stent was advanced to the diagonal vessel but failed to crossed the lesion after several attempts made. No patient complications were reported and the patient's status was stable and was discharged the following day.

Manufacturer narrative:
Describe event or problem corrected. Catalog/model # updated. (B)(4).

Event description:
It was further reported that the complaint device was a 3.50 x 28 promus premier¿ drug-eluting stent and not a 3.5 x 38 promus premier¿ drug eluting stent as previously reported.